Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01329.

Event description:
It was reported that a patient underwent a left revision surgery due to dislocation approximately 4 months post initial surgery. The patient had been implanted with a constrained liner. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.